Event description:
A pt undergoing cardiac surgery had a quatro sensor applied to the forehead. The anesthesiologist reported difficulty during the application of the sensor and additional pressure was applied to the sensor electrodes. At the end of the surgical procedure, the anesthesiologist noted there was bleeding at the 4 electrode site upon removal of the sensor. The anesthesiologist wiped off the blood then sprayed topical thrombin on each site. The anesthesiologist did not feel that consultation or additional evaluation was required. Upon transfer of the pt from the ICU, the anestehsiologist believed the irration may have resolved itself but is not sure. At this time, it is unknown if the irritation completely resolved.